Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer found that the station did not power up, and the issue was isolated to drawers 2.1 and 2.2. Fse replaced both drawer control printed circuit boards, as well as the half height module control printed circuit board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not communicating, station was offline and required maintenance. Customer tried rebooting, unplugged and plugin the power cable, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.